Event description:
The external pulse generator was returned because it had been dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the high rate cover, upper case and one bail cover were broken, that the battery drawer and its o-ring were damaged, that the main clear cover, one control knob and one knob spring were missing, that the lower case was contaminated and that the battery contacts and the battery flex were corroded. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).